Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, an unknown guiding block for a variable angle locking compression plate (va-lcp) two column distal radius plate did not fit correctly on the two (2) plates. An unknown screw to fix the guiding block on the plate was too long resulting in the plate cannot be placed properly on the bone. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report is for one (1) va-lcp plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation for photographs: based on the received pictures it can be observed, that both fixing screws were found too long on their corresponding plates. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Event description - number of parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Six (6) guiding blocks were used in the procedure. The procedure was successfully completed using a plate with no guiding block. There was no patient harm or intervention required. This is report 2 of 8 for (B)(4).